Event description:
The customer stated, he was hospitalized for high blood glucose. The reported blood glucose reading was 243 mg/dl during the call. The alarm history and programming was reviewed, and it was all correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.